Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment, cracked battery cap, force sensor out of calibration, dim display, intermittently responsive keys, and contamintion on the force sensor plate and under the key contacts. This report is made based on the results of an investigation completed on 12/31/2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 12/31/2013 with the following findings: testing confirmed damage and power loss. Multiple "power on resets / reboot conditions" observed in black box. Battery cap can not fully tighten due to damaged cap threads and battery compartment crack. A power loss was observed. A test cap was used and was also unable to fully tighten. Battery compartment crack observed from threads to case seal. No evidence of moisture contamination found inside battery compartment. The pump was not able to be exercised for 24 hours due to a "no cartridge detected" warning during load/step. Force sensor calibration check fails. Pump case was removed, no evidence of moisture contamination found inside pump. Force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces. Force sensor resistance test fails. Disassembled force sensor, no evidence of shim or plate wear. Evidence of contamination found in force sensor housing and force sensor shim. Unrelated to the complaint, pump powers to "verify" screen with a dim discolored display, and the keypad peeling the entire length of right side. All keys intermittently responding, contamination found under all key contacts.